Event description:
Upon investigation, the spot where the bag meets the bottom drainage tube were stuck together. Nurse tried adjusting bag at spot where it is attached to drainage tube, but bag ripped and urine started flowing out of hole in bag.